Event description:
It was reported that the noise was oversensed and multiple shocks were delivered. The shocks induced ventricular fibrillation that was later converted by subsequent shocks. The right ventricular lead did not capture at its maximum output. On (B)(6) 2018, the right ventricular lead was capped and replaced. The device was also explanted and replaced in the same procedure. The patient was stable before, during and post procedure.

Manufacturer narrative:
The reported field event of noise was confirmed via review of stored egms. An arc mark was present on the can. Edx (energy dispersive x-ray spectroscopy) analysis of the arc mark confirmed lead material was present in the arc. This shows the noise recorded in the field was caused by a lead anomaly. The reported field event of a capture anomaly was confirmed during bench testing in the lab. Pacing tests on the bench showed the device was unable to pace from the right-ventricular pacing output. Fault isolation was performed, and the cause of the lack of pacing and capture anomaly was due to an integrated circuit failure.